Event description:
It was reported the customer was experiencing high blood glucose with ketones.it was also reported the customer was hospitalized for high blood glucose and ketones on (B)(6) 2014. Blood glucose at the time of admission was 400 mg/dl. The customer was still admitted in the hospital at the time of the call. Troubleshooting found the customer's insulin pump was functional. Customer also had their insulin pump removed prior to the hospitalization. The customer's nurse also stated their healthcare provider wanted the customer's insulin pump to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and self test. The low reservoir alarm functions properly and no check settings alarm noted. The insulin pump was received with a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.